Event description:
Complainant alleged that the medics were attempting to monitor the heart rhythm of a patient with chest pains, but the device shut down. The device then powered up to no screen display. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.